Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and radiculopathy. The patient reported that they had a glitch in their insurance and their healthcare provider wouldn¿t fill their pump. The pump has been empty for 6 weeks. The patient stated they went through withdrawal and almost died. The patient was told by a company representative to not let the pump go empty. The patient stated the pump has been alarming every hour for the past 6 weeks. The patient stated they were afraid the pump wasn¿t going to work when it gets refilled. The patient stated he sees a new healthcare provider today (B)(6) 2017 but it was not for a refill but for an assessment to find out what drug to put in the pump as their insurance stopped paying for morphine. The patient has had the pump for 6 years and had been pain free for 6 years. The patient stated that the pump was let to go dry and now the patient was bedridden again. The patient spent months trying to find another healthcare provider but couldn¿t. No further patient complication reported.